Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient demographics requested however not provided.

Event description:
The customer reported a maxplus failure at (B)(6). Although requested, no further details were provided by the customer for this event.

Manufacturer narrative:
The customer¿s report of a maxplus failure identified as a valve stickdown was confirmed. Visual inspection of the valve noted dried blood. There were no other anomalies observed. Functional and pressure testing resulted in no leaking. When deactivating the valve, it was observed that the valve's return behavior stayed stuck down. The valve return was noted as a grade 4 category and the valve is considered an unacceptable part. The root cause of valve slow return/stickdown was identified as a valve molding issue (mismatch out of specification).

Event description:
The customer reported a maxplus failure at lci southpark . Although requested, no further details were provided by the customer for this event.